Event description:
Rental 840 ventilator completely shut down while on patient. The screen went black. Rn witnessed the event and immediately began bagging the patient. They called respiratory therapist (rt) and asked them to bring a new ventilator. Patient placed on new ventilator, malfunctioning 840 tagged for biomed. Biomed reviewed error codes and sent to rental company for further evaluation.